Event description:
Additional information received reported the patient's implantable neurostimulator (ins) and lead were explanted on (B)(6), 2012. The patient recovered without sequelae.

Manufacturer narrative:
Product ID 39565-65, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: product type lead; product ID 37754, lot# serial# (B)(4), implanted: explanted: product type recharger; product ID 37744, lot# serial# (B)(4), implanted: explanted: product typ programmer. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2012 the patient had pulled her muscle while moving around inside her vehicle, and noted some drainage from the implant site. Three days later, it was reported that the patient would start on oral antibiotics monday after calling her physician for possible infection. It was unclear which monday the patient had referred to. The patient stated that the device was "not acting normal." At higher amplitudes, the patient reported that the device felt like it was "coming and going" as it was not being felt as constant stimulation. The patient turned the device down to monitor how stimulation felt in terms of coverage, pain relief, and intermittent stimulation. The next day the patient reported not feeling the stimulation at all. The patient increased stimulation to 7 v and still could not feel stimulation. Usually the patient did not go past 4 v for strong stimulation. On (B)(6) 2012, it was reported that the patient could not feel any stimulation in two different groups at 10 v. An impedance check found impedances in the normal range. It was reported that the symptoms started to occur following a position change. The patient felt a "muscle pull feeling" while climbing out of the car and hurt her back. Subsequently the patient fell onto some gravel. The patient had initially denied any falls. The patient had an area at the thoracic incision that was cloudy and had thick yellow leakage. No further drainage was noted at the left stimulation pocket incision. It was reported that an x-ray showed that the lead was pulled out of the epidural space. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the implantable neurostimulator (model 37712, serial # (B)(4)) found no anomaly. Analysis of the lead (model 39565-65, lot # v957065021) found no significant anomaly. The lead body was cut through and product was s egmented.